Manufacturer narrative:
Manufacturer¿s investigation conclusion. A specific cause for the reported right ventricle failure and patient outcome, as well as a direct correlation to heartmate 3 left ventricular assist system (lvas), serial number (B)(6), could not be conclusively determined through this evaluation. Heartmate 3 lvas, serial number (B)(6), was not returned for evaluation. The current heartmate 3 lvas instructions for use (IFU) lists right heart failure as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported the patient expired due to failure to thrive and right ventricle (rv) failure. The patient had a rise in lactate, for which they were taken to the operating room to implement rvad support. Withdrawal of support was requested by the patient's family. The death was not considered device related and the device operated as expected. No equipment will be returned and no autopsy will be performed.